Event description:
At approximately 1020 hours on april 25, 1992, the nursing staff found the central venous catheter had slipped out of patient. The anesthesiologist was notified of the event and ordered x-rays. The original catheter was removed and a new one inserted. The catheter was sterilized and the manufacturer and risk manager were notified. A meeting was held on april 29, 1992 with the manufacturer's representative,anesthesiologist, risk manager, nursing, director of central supply, and director of materials management. During the meeting, it was discovered that the cause of the problem was that the blue rigid fastener was not used with the catheter clamp which caused the catheter to slip out of the patient. An in-service with the appropriate physicians and nursing staff will be scheduled to review the correct procedure for clamping the catheter into place. It should be noted that no harm was done to patientdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, inserviced by manufacturer/distributor representative, inserviced by other facility staff. The device was not destroyed/disposed of.